Event description:
It was reported that this right atrial (ra) lead dislodged cause by twiddlers syndrome. Subsequently, this ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.